Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No sensor insertion date was provided. The patient stated that his mother was at his house and noticed that his eyes were glazed. He stated that he has had diabetes for 35 years so she can tell immediately. The cgm was showing a reading of over 5.0 mmol/l and did not alarm. However, a fingerstick was done and showed that his bg was 3.0 mmol/l, which he felt was the correct value. There was no report of any medical intervention and no treatment information was reported, although it is presumed that the mother would have intervened to treat the low bg. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.